Manufacturer narrative:
H.6 investigation summary: a complaint of "discrepant results" was received against veritor plus analyzer (catalog number 256066, serial number (B)(6) ).bd remote assistance provided, instructed the customer not to use cartridge more than once on the analyzers and the incubation period should not be exceed 15 min. Analyzer was shipped and has yet to be received by bd quality. No investigations were performed on this analyzer and therefore the root cause is not determined. Based on this evidence the complaint is unconfirmed. A new replacement was provided and the analyzer is working fine. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming.bd quality will continue to monitor trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor plus analyzer invalid result on analyzer. The following information was provided by the initial reporter: "customer first received a negative result on the analyzer, they re-inserted the device on a second analyzer and the result came back positive. ".

Event description:
It was reported that while using bd veritor plus analyzer invalid result on analyzer. The following information was provided by the initial reporter: "customer first received a negative result on the analyzer, they re-inserted the device on a second analyzer and the result came back positive. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.